Event description:
It was reported by the patient that one of the leads was revised one day post implant. Follow-up information from the clinic indicates that the right ventricular (rv) lead microdislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).